Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year after dental implant was installed in intraoral region 3#, its loss of osseointegration was observed. 10 ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.